Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global catheter tip not present when catheter was removed. The following information was provided by the initial reporter, translated from italian to english: the garrison was removed due to liquid spillage of infusion. During removal it was evident that the distal portion of the cannula was not present consequence hospitalization (B)(6). The device was implanted in the patient; the patient suffered damage as he underwent a chest CT scan and chest x-ray to identify the residual piece belted; it was the nursing staff who highlighted the problem during the removal of the device; there was no leakage of liquid; medical intervention was necessary; unfortunately, the device has been deleted and I can't supply the lot.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.